Event description:
The ventricular assist device (vad) coordinator reported that the patient had 3 electrical fault alarms in the morning of (B)(6) 2015. There were no changes in flow or other hemodynamics and no effect on the patient. Preliminary review of log files by the manufacturer's engineer confirmed 3 electrical fault alarms and the site was notified of the need for cleaning of the driveline for probable contamination. A driveline cleaning was performed by the manufacturer's field engineer on (B)(6) 2015 per manufacturer's procedure. Log files showed 14 electrical faults. The service record reported the following: no cloudy wires were noted on the driveline. The patient was prepped; he was started on milrinone the prior evening, was already on a heparin drip and ECMO was on standby. Two round of cleaning were conducted, lasting 56 seconds and 26 seconds respectively. Upon disconnection of the connector, the patient "immediately became symptomatic crying in pain." Reconnection of the back-up controller showed flow was approximately 0.3 lpm, the site became worried and elected to change the controller. A second back-up was connected and after 30 seconds flows returned to 2.5 lpm. The patient did not tolerate well and required medical intervention. This MFR report is two of two related to the same event.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01549 and 3007042319-2015-01550) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) cautions that the safety and effectiveness of implantation of the device in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. The IFU outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. If further outlines to verify that the connector is dry and clean before attaching to the controller. A reference guide for alarms including potential causes and actions to take is outlined in the IFU and patient manual. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-01549 and 3007042319-2015-01550) submitted for devices related to the same event.